Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating their previous report about them having a numb right leg. They indicated that their healthcare provider said that it was going to be numb forever. It was reported that they had moved from one place to another ad they did not get a chance to use their patient programmer. It was reported that the patient was implanted mostly for their leg, but at the time of implant their leg was not numb. It was asked if the therapy was not helping the patient¿s numbness in their leg, but the patient said that they did not know and that they had to use it and see. The patient was advised to follow-up with their healthcare provider. It was reported that the event occurred in mid-(B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having numbness in their right leg. Their leg went numb and there was a lot of numbness starting in the middle of (B)(6) 2016. The patient was trying to use the device for that but it did not change anything. It was reported that if the patient did not have a walker they would fall. It was reported that the device was not working based on the patient¿s health condition. The patient took tramadol at one in the morning and that the patient was under control. The patient had terrible back spinal stenosis 10-15 years ago. It was the worst last year.

Manufacturer narrative:
Due to the additional information the permanent adverse event is not related to the device or therapy and therefore this event is no longer a serious injury. Due to the additional information the device code (B)(4) and the patient codes (B)(4) no longer apply.

Event description:
Additional information was received from the health care professional (hcp) on (B)(6) 2017 stating the numbness was not related to the device or therapy and that there was not a device or therapy concern. The numbness was reported to be a result of spinal stenosis and radiculopathy. Epidural steroid injections and medications were administered for the numbness. The patient had not been seen since (B)(6) 2016. Patient weight at the time of the event was asked but unknown. No further complications were reported.